Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The exact origin of the metal fragment is unknown, however the instruction manual cautions that there is ¿potential for patient exposure to metal particles from the needle tube (made of stainless steel) and the wire (made of ni-ti alloy) of the stylet due to their friction.¿ as a preventive measure, the instruction manual has several recommendations for avoiding general damage to the needle device: ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ ¿do not insert the instrument abruptly.¿ and ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly.¿ the instruction manual also has directions for pre-procedure inspection and functional verification of the needle device, and also states, ¿always have a spare instrument available in case the primary instrument malfunctions.¿

Event description:
Olympus was informed that in the middle of a tbna ¿ ebus procedure, prior to the device taking a tissue sample, a metal fragment fell out from the tip of the device sheath into the patient¿s airway. The metal fragment was retrieved with forceps. There was no reported patient injury. The reported needle device was removed from the patient by removing the scope with the needle device inside. The procedure was completed using another olympus needle device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint for metal fragmentation. There were no signs of metal breakage or other parts of the device broken off. Instead the evaluation found restricted movement of the distal end of the needle and of the slider due to bends in the sheath of the insertion portion.